Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure at 56,172 joules and 9 minutes of use, ¿fiber moved freely inside of the metal tip causing excessive fiber life; no aiming beam out of window and actual laser is hitting tip instead of going through the window¿ was noted. The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged and the same issue was noted with the second fiber at 256,545 joules. The procedure was completed by using third fiber. "There were no injuries noted to anyone involved with the case" reported. This report is for first fiber.